Manufacturer narrative:
The customer has confirmed that they have had no further issues since the field service representative performed service actions.

Event description:
The customer reported that they had maintenance performed on their deionized water system and then they started having issues with the ion selective electrode (ise) sodium test immediately after this. The customer was able to work with the field service representative over the phone on (B)(6) 2014 and after this, the customer believed they had resolved the issue. The customer then reported that they had erroneous results for two patient samples tested for ise sodium. All erroneous results were reported outside of the laboratory. The first patient sample initially resulted as 153 mmol/l. The sample was repeated and resulted as 145 mmol/l. The sample was repeated at a sister facility and the result obtained from this facility was the final result sent to the physician. The customer was asked, but could not provide the result from the sister facility. The second patient sample initially resulted as 147 mmol/l. The sample was repeated and resulted as 140 mmol/l. The sample was repeated at a sister facility and the result obtained from this facility was the final result sent to the physician. The customer was asked, but could not provide the result from the sister facility. It was asked, but it is not known if the involved patients were adversely affected. No adverse events were alleged. The ise sodium electrode lot number and expiration date were asked for, but not provided. The field service representative determined that the ise sipper probe was damaged due to normal analyzer usage. He replaced the ise sipper probe with a part from the customer site. The customer ran a calibration and quality controls. All controls were acceptable to the customer and the system was found to be performing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on the provided data.